Event description:
The following information was provided: preparing for tha 4.0 case at (B)(6) hospital. A loose screw was found. This was found to be fallen off the offset reamers handle. This case was cancelled for a different reason and we never had any patient.